Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang? Balloon was advanced for dilation. However, during the first inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.